Manufacturer narrative:
Block h6: imdrf device code a15captures the reportable investigation finding of partially deployed stent. Block h11: investigation results: based on the available information, boston scientific corporation confirmed the reported event of stent deployment suture knotted and stent failure to deploy. The device was received with the stent partially deployed, and the suture was found to be knotted. The investigation concluded that the reported events were most likely caused by procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Device history record review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: an ultraflex tracheobronchial stent and its delivery system were returned for analysis. The device was received with the stent partially deployed, and the suture was found to be knotted. Due to the partially deployed condition of the stent and the knotted suture, functional testing related to stent deployment could not be performed. Media analysis was conducted using photographs provided of the complaint device. The photographic evidence corroborated the physical findings, confirming that the stent was partially deployed and that the suture was knotted. Labeling review: a labeling review was performed, and from the information available, there is no evidence that this device was used in a manner inconsistent with the instructions for use (IFU)/product label. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was intended to be implanted to treat a bronchial obstruction during a bronchial stenting procedure performed on (B)(6). During the procedure, the stent failed to deploy due to a defect, causing the thread to tangle and block its release. Another ultraflex tracheobronchial stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR reportable event based on the investigation finding of stent partially deployed. Please see block h11 field for full investigation details